Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is unknown.

Event description:
It was reported that the patient had an unrelated surgery and did not put the ipg into surgery mode. As a result, the ipg is inoperable. Troubleshooting was performed, but the ipg would not connect. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
A review of documentation supplied with the implant, states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive, since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.